Manufacturer narrative:
The investigation into delivery issues has been completed. Product was not returned for review. Based on clinical description, the root cause of delivery issue was most likely due to patient condition. (Diseased/small vessels).

Event description:
The user facility reported an 89-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was prepped and inserted but it would not advance past the subclavian artery. An amplatz super stiff successfully advanced past the cannula and into the aorta. This did straighten the artery some, but still the cannula would not advance into the innominate. A decision was made to abort the insertion of impella 5.5 and place the impella cp. The patient is stable.